Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and successfully replaced. There were no patient consequences.